Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported that the patient's proximal neck had extremely tortuous portion and the endoprosthesis was deployed below the tortuous portion. No endoleak was observed, and the procedure was concluded. The patient tolerated the procedure. On an unknown date, follow-up imaging showed that the proximal neck was dilated and migrated (amount unknown). Aneurysm enlargement (amount unknown) was also revealed. On (B)(6) 2016, an additional procedure was performed. Angiography was performed, but it did not show any obvious endoleak. A non-gore cuff was implanted proximal to previously implanted trunk-ipsilateral leg endoprosthesis. An aortic extender endoprosthesis was then implanted to cover the junction of the non-gore cuff and the trunk-ipsilateral leg endoprosthesis. After that, intra-procedure angiography showed a type ii endoleak (origin was not reported), so embolization was performed. The patient tolerated the procedure.